Event description:
It was reported that during implant attempt, the gray stylet could not be inserted into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and it revealed distal conductor blood/fluid and blood in the helix mechanism.